Manufacturer narrative:
A beckman coulter customer technical specialist (cts) assisted the customer with troubleshooting over the telephone. Cts instructed the customer to exercise valve 13 using a flat screwdriver to allow the valve to properly function. However, the leak was not resolved and a beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the leak and replaced the diluent filters to resolve the issue. (B)(4).

Event description:
The customer reported an overflow from the baths of coulter act series analyzer during startup. The customer stated that approximately 10 milliliter of fluid leaked and the instrument generated vacuum errors. The customer also indicated that valve 13 was intermittently sticking. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.